Event description:
Obtaining back-to-back blood glucose results of "lo" (< 10 mg/dl) and 136 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No patient injury was reported and no treatmetn was received. At the time of the report, patient no longer had the test strips which generated the discrepant results. While on the line with technical support, patient performed quality control tests on 2 additional strip vials, and the results fell within the acceptable range.